Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient went to the hospital. High blood glucose level was treated with insulin drip manual injection. Patient was admitted in hospital on (B)(6) 2024. Length of hospitalization was greater than 24 hours. The blood glucose level was 414 mg/dl feeling sick/unwell symptoms were reported at time of hospitalization. Feeling unwell was reason of hospitalization. No further information available.